Manufacturer narrative:
(B)(4). This report of use error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information obtained from baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A companion sample of the product was requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a related report with baxter's (B)(4), the home patient (hp) stated before calling baxter he disconnected the line to the heater bag and there was solution coming out. The technical service representative (tsr) advised the hp of risk of infection due to air in the heater bag due to disconnecting it. The tsr advised the hp to set up again with new cassette and bags. On (B)(6) 2011 (B)(4) spoke with the hp who stated nothing unusual was noticed with the supplies and using new supplies resolved issue. No patient injury or medical intervention was reported.